Event description:
Reportedly, when the device was connected to the pt, a display of ECG leads off was observed, and a device analysis of pt ECG could not be performed as a result.

Manufacturer narrative:
After the reported use the facility tested the device and observed proper operation. The device remained in use without a request for service from physio-control. Subsequent to a report of similar nature later that same month,(reference pcc file number 1997-0769, medwatch report # 3015876-1997-00641) the device was removed from use for evaluation by physio-control. Proper device operation was observed by physio-control, through full performance and functional testing. The device will be returned to the facility for use after completion of unrelated repairs. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this eventt to FDA.